Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient receiving compounded baclofen (1750 mcg/ml at 504.1 mcg/day) via an implanted pump. The indication for pump use was intractable spasticity. It was reported that on (B)(6) 2021 the patient had an MRI at 5:08 pm and upon pump interrogation today, there was a motor stall message. The pump was updated. The patient did not report hearing an alarm but was not able to hear well. During the call, the hcp interrogated the pump again and the pump still did not show a motor stall recovery message. After waiting 10 minutes, the interrogation showed no stall and a recovery in the logs for today¿s date. Telemetry mode was reviewed with the reporter. Per the hcp, the patient reported ¿bad pain¿ and foot dragging. It was reviewed to consider medical management for those symptoms, but that it would be expected that the patient was getting drug shortly after exiting the MRI.